Event description:
In early 2005, this pt was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and contralateral leg component. On an unk date, the pt presented with a persistant type ii endoleak. In 2006, the pt underwent coil embolization for the type ii endoleak. No further info has been rec'd in regards to this event.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.